Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture/deflation, wrinkling/rippling" via the national breast implant registry (nbir) for a style 68 saline filled breast implant. This record is for right side. Device was explanted and replaced.